Event description:
It was reported that a smiths medical pump displayed an error 1870. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 02-dec-2005.